Event description:
The complainant alleges, "the metal tip on the end of the cautery high temp tool is very flimsy and has been breaking off (or burning itself out) during vasectomy procedures. He has had to use 2 or 3 items per procedure, in the past one item has been used."

Manufacturer narrative:
Two new/unused products were returned from the customers box for testing. The devices were heated per IFU instructions of 2 seconds on with 6 seconds off. As an extreme case: the device was heated for 2 seconds and then touched against a hard metal instrument. (Product is intended for pinpoint coagulation). The device remained hot for the duration of the touch, did not bend when touching the device while heated, and then was released and cooled appropriately. Complaint could not be confirmed at this time. This is believed to be an incident of accidental user damage to the device, either through extended activations or excessive force being applied to the fragile tip. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "the metal tip on the end of the cautery high temp tool is very flimsy and has been breaking off (or burning itself out) during vasectomy procedures. He has had to use 2 or 3 items per procedure, in the past one item has been used."

Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the investigation.